Event description:
It was reported that the patient is having an increase in seizures. No other relevant information has been received to date.

Event description:
Further information was received from the physician noting that the increase in seizures was due to the patient not being compliant with their medications, and not related to the vagal nerve stimulation. The patient was not compliant with medications due to a parent/child conflict. No other relevant information has been received to date.